Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified mid-left anterior descending artery. After deploying a 3.0x38 non bsc stent, a 3.25mm x 15mm nc emerge balloon catheter was advanced for post-dilation. Dilation was started from the distal part of the stent. However, when the proximal part of the stent was dilated, the balloon ruptured on the third inflation at 18 atmospheres for 15 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.